Event description:
It was reported that 1 bd 7 inch mic ext set w/1.2mf was clogged or blocked or occluded. The following information was provided by the initial reporter: it was reported that the lipid filter reading was occluded on the patient side of the IV pump.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The manufacturing plant information was entered incorrectly. The following fields have been updated: d.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. G.2. Manufacturing location: sistemas medicos alaris, s.a. De c.v. H.6. Investigation summary : 1. Exec summary - one sample (model #20129e) was returned for investigation. It was reported that the lipid filter was occluded. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10 ml bd syringe and attempted to be primed with 85% glycerin/15% water solution. The sample was unable to be primed as the filter appeared to be occluded. Owing to the lipid solution being in the filter and line for an extended period of time the occlusion is possibly owing to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. This incident has been added to our database of reported incidents. 2. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 1 bd 7 inch mic ext set w/1.2mf was clogged or blocked or occluded. The following information was provided by the initial reporter : it was reported that the lipid filter reading was occluded on the patient side of the IV pump.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd 7 inch mic ext set w/1.2mf was clogged or blocked or occluded. The following information was provided by the initial reporter : it was reported that the lipid filter reading was occluded on the patient side of the IV pump.